Event description:
A zoll patient service representative (psr) contacted zoll customer support while with a (B)(6) male patient to report that one of the electrodes was causing the device to alarm. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the red (-5v) wire was broken in the cable connecting ECG-c and ECG-d and the wire connecting the ECG-d dome to the pca was also broken. Due to the broken wires the electrode belt was unable to detect. The cause for the adjust belt or check belt messages was the inability of the electrode belt to detect the patient. The cause for the inability to detect the patient was the broken wire in ECG-d and the broken wire in the ECG-c to ECG-d cable. The root cause for the broken wires cannot be positively determined. No adverse event resulted from the broken wires. The patient received a replacement electrode belt.